Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures and radiographs. Visual examination of the provided pictures identified the explanted products. However, due to the quality of the photo and the biological debris on the explanted items, further analysis cannot be performed. Review of the available radiographs identified the following: implant fracture is not confirmed. Metallic fragments both radial and ulnar to the distal humeral component. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure thirteen years post implantation due to articulation failure and a fracture of the screw tip. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 114749 lot: 537600 5x75mm rt disc ulna ha/pc. Cat: 114709, lot: 687970 6x100mm rt disc hmrl ha/pc. G2: foreign- italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.